Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2014. This complaint is being reported based on the event of mucus production requiring treatment and prolonged hospitalization. On (B)(6) 2014 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2014, while hospitalized for the bt procedure, the patient developed mucus production. Bronchoscopy was performed and hospitalization was prolonged due to this event. On (B)(6) 2014 the mucus production resolved and the patient was discharged from the hospital. On (B)(6) 2016 the patient completed the study. The patient underwent the 24 month follow-up visit and their condition was reported to be stable. Baseline spirometry values: visit date: (B)(6) 2013: pre-bronchodilator: fev1: 1.17; fev1 % predicted: 52.00; fvc: 2.24; fvc % predicted: 84.00. Post-bronchodilator: fev1: 1.42; fev1 % predicted: 63.00; fvc: 2.27; fvc % predicted: 86.00. Additional information received on 15nov2016. According to the complainant, on (B)(6) 2014, while hospitalized for the bt procedure, the patient developed mucus production 4 days post procedure. Bronchoscopy was performed, showing modest amounts of mucus secretion and no plugs of fibrin at the treatment site. On (B)(6) 2014 the mucus production resolved and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Study source: bsc bt registry. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2014. This complaint is being reported based on the event of mucus production requiring treatment and prolonged hospitalization. On (B)(6) 2014 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2014, while hospitalized for the bt procedure, the patient developed mucus production. Bronchoscopy was performed and hospitalization was prolonged due to this event. On (B)(6) 2014 the mucus production resolved and the patient was discharged from the hospital. On (B)(6) 2016 the patient completed the study. The patient underwent the 24 month follow-up visit and their condition was reported to be stable. Baseline spirometry values: visit date: (B)(6) 2013, pre-bronchodilator, fev1: 1.17, fev1 % predicted: 52.00, fvc: 2.24, fvc % predicted: 84.00. Post-bronchodilator, fev1: 1.42, fev1 % predicted: 63.00, fvc: 2.27, fvc % predicted: 86.00.